Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the lid of aseptic transfer kit housing opened during surgery. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d1, d4, d9, g3, g6, h2, h3, h4, h6, h11. Visual inspection found the lid was completely broken off of the housing at the lid hinge. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.